Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, proper hemostasis was not achieved after removal of a 6/7f mynx control vascular closure device (vcd). Manual compression was performed for 20 minutes for hemostasis. Proper instructions for use were followed. The vcd was used in a percutaneous coronary interventional procedure using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician had achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was used with a 6-f non-cordis sheath. There was pulsatile bleeding of the puncture site immediately noted upon removal of the device. The sealant was deployed to the proper location. There were no issues noted during balloon retraction or button #2 step. The device is being returned for evaluation.

Manufacturer narrative:
As reported, proper hemostasis was not achieved after removal of a 6f/7f mynx control vascular closure device (vcd). Manual compression was performed for 20 minutes for hemostasis. Proper instructions for use were followed. The vcd was used in a percutaneous coronary interventional procedure using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician had achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was used with a 6-f non-cordis sheath. There was pulsatile bleeding of the puncture site immediately noted upon removal of the device. The sealant was deployed to the proper location. There were no issues noted during balloon retraction or button #2 step. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were fully depressed. The stopcock was open with a cordis mynx syringe attached to the unit. The sealant was not returned for evaluation, and the sealant sleeves presented no abnormal conditions. The catheter sheath introducer (csi) was not returned for evaluation. The balloon was partially retracted, the core wire was present, and the atraumatic tip showed no damage or abnormalities. Additionally, the handle was opened for review, and the wire was observed to be aligned within the internal mechanism. The functional simulated deployment test could not be fully performed, as the device had already been deployed. However, since the balloon was received in a partially retracted state, button 2 was reset to its manufactured configuration and tested. Button 2 was successfully depressed, resulting in proper balloon retraction. The reported event of ¿sealant-inability to achieve hemostasis¿ was not observed through analysis of the returned device due to the nature of the complaint and the sealant was fully deployed. However, an additional condition of ¿balloon-retraction jam¿ was noted as the balloon was partially retracted with button 2 fully depressed. The exact cause of the issue experienced could not be conclusively determined during analysis of the returned device. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the inability to achieve hemostasis reported, especially since the sealant was fully deployed off the catheter. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, and proper placement of the sealant at the arteriotomy. Additionally, if the balloon was not fully retracted before device removal, which was noted with the returned device, this could affect the placement of the sealant when removing the device from the patient. Regarding the balloon retraction jam, it is also difficult to determine contributing factors, especially since the user reported no issues during balloon retraction or when depressing button 2. Internal mechanism review confirmed proper core wire positioning, and the mechanism worked properly by fully retracting the balloon after button 2 was reset. Based on these findings, procedural/handling factors, such as depressing button 2 before confirming complete balloon deflation, may have contributed to the incomplete retraction noted. However, since the user reported no issues during the procedure, this condition may have occurred post-procedure. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the products labeling with the intent to make the user aware of the risks. Per the IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analysis, nor the information available for review suggests that the reported failure and observed condition could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.